Event description:
A hemodialysis user facility has reported that during treatment initiation, a blood leak occurred. The leak was visually observed to be under the header cap. There was minimal blood loss as the patient was reinfused and a new system was strung. The patient completed their treatment without further issue. There is no other known ill effect to the patient. There is no sample available for evaluation.